Event description:
It was reported that the right atrial lead exhibited noise and high, out-of-range pace impedance of greater than 2000 ohms which resulted in a lead safety switch (lss). There was also a signal artifact monitor (sam) event due to minute ventilation (mv) oversensing as a result of the lss. Technical services (ts) was contacted, and ts discussed options. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).